Event description:
A nurse reported that during surgery several system messages were displayed. The tubing was exchanged and after a delay the surgeon was able to complete the case. There was no harm to the patient reported.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).